Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. To fix the issue, the fse replaced the compressor, scroll and temperature sensor. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,h6(impact).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit overheated. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit overheated. There was no patient harm reported.